Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 19.4 psi which is outside the acceptable range of 22 to 38 psi.

Manufacturer narrative:
This supplement serves as a correction: the 30 psi occlusion test failure is not related to the battery not holding a charge. The probable cause of the battery not holding a charge was determined to be a battery component failure. The probable cause of the 30 psi occlusion test failure observed during lab testing but not reproduced during servicing could not be determined. (B)(4).

Manufacturer narrative:
This MDR serves as a correction, as section h11 was previously left blank. Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson, repairs were required due to a bad battery. The pump was returned to intuvie and subsequently failed the 30 psi occlusion test, recording a pressure of 19.4 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The battery was replaced, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause of this failure mode. Reference to complaint#: (B)(4).